Event description:
Got letter in mail about bad sensors. Compared the boxes to the letter and confirmed that 3 were on the list. Patient code:4580. Device code: 2588. Reference report#: mw5181308 & mw5181310.